Event description:
According to the reporter, during a procedure, when activating the stapler to perform its function, it broke and, consequently, the reload also broke. Another product was used to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.